Manufacturer narrative:
Sections b5, h9: additional information. Section h4: correction. Manufacturer's investigation conclusion: the reported outflow graft twist was confirmed via the evaluation of the submitted images. A specific cause for the observed twist could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported cardiac arrhythmia, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The account communicated that the patient presented with vf which was converted in sr. The patient then returned with shortness of breath; however, no low flow alarms were observed. CT scans revealed a twisted outflow graft. The patient underwent revision surgery on (B)(6) 2020 during which the outflow graft was untwisted, and an outflow graft clip was placed. A submitted photograph taken during the surgery depicted a counterclockwise twist less than 1 inch from the graft attachment hardware as evidenced by the black alignment line on the graft. The patient was stable following the surgery and was discharged home on (B)(6) 2020. No cause for the reported arrythmia was determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The implant kit was shipped with heartmate 3 lvas IFU. This IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The hm3 lvas IFU also lists arrhythmia as a potential late postimplant complication in section 6, ¿patient care and management¿. Additionally, the IFU states that, ¿if the lvad speed is set too high, the inflow pressure may fall to the extent that it attempts to recruit blood from the left ventricle, left atrium, and pulmonary vasculature that simply is not there, resulting in collapse of the left ventricle and potential arrhythmia¿ in section 1. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: after the operation the patient was in intensive care for 1 day and then went back to normal bed before being discharged to home on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with ventricular fibrillation (vf) and was converted into sinus rhythm (sr). The patient returned with shortness of breath and no low flow alarms were observed. A CT scan showed a twisted outflow graft so the patient underwent surgery on (B)(6) 2020. The outflow graft was untwisted and an outflow graft clip was mounted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.